Manufacturer narrative:
The alleged broken 7-900-15, hyfrecator 2000, has not been returned to conmed for evaluation. Should the device be returned, an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise, this filing will stand as the final report. A review of the device history record could not be performed since a serial number was not provided. A two-year review of complaint history shows a total of 4 complaints, regarding 4 devices related to this device family and failure mode. During the same time frame (B)(4) devices were manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the tip of a recently activated accessory maybe hot enough to burn the patient or ignite flammable material. Temporarily unused active electrodes should be stored in the holder on the hyfrecator 2000 or in an electrically insulated flame-resistant container to prevent injury due to hot tips or accidental activation of the footswitch. The unused active electrode should never be placed on the patient due to patient burn. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported via a medwatch report (#mw5081102) that while doing a skin tag removal procedure, a flash fire started during use of the 7-900-15, hyfrecator 2000, covering the patient and paper cover on the patient. The patient rolled off stretcher, the fire was out. Patient fell and injured his elbow and head. The patient had a first (1st) degree burn to left upper thigh. The patient's follow up action plan is to return to office. There was no other information made available. This report is being raised based on product malfunction with potential for injury upon reoccurrence.